Event description:
Complainant states they received saline breast implants in 2001. In 2003 they received a certified letter dated october 2003 from their plastic surgeon. In brief, the letter states that their implants were provisionally approved. However, the letter also suggests that they should have been enrolled in a "study." Complainant says they do not remember signing an informed consent form. Pt obtained medical records and cannot find an informed consent for the implants in these records. Complainant received two implants. They remain implanted.